Event description:
The user facility reported a 30-year-old male patient was implanted with an impella 5.5 due to needing a bridge for a transplant. While on support, there was a kink noted in the pump catheter. Metrics did not change so support was continued. The pump was repositioned, and the sterile sleeve ripped. The staff taped the sleeve. Additionally, the patient went into atrial fibrillation during the repositioning. Furthermore, the patient had bleeding. It is unknown how the bleeding was resolved. Moreover, the patient had renal failure while on support. The staff noted that continuous renal replacement therapy may be started. Additionally, the patient had a fever from unknown causes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the reported renal failure, access site bleeding, infection, cannula damage and product kink has been completed. The impella device has not be returned for evaluation. Clinical details provided were sufficient to determine the root cause. It was noted that the sterile sleeve ripped when repositioning the pump. The root cause of the sterile sleeve product damage was due to use when clinical team was repositioning pump via excessive torqueing. The root cause of the cosmetics defect on the pump was a catheter kink that was most likely due to excessive force applied when repositioning pump as it did not affect the function of the pump. Due to a lack of clinical details of where the bleeding occurred and how it was resolved, the root cause of the bleeding cannot be determined. The root cause of the renal failure cannot be determined as insufficient clinical details were provided. The root cause of the infection cannot be determined. The root cause of the vt/vf was not determined.